Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024, when using the new tna- supra patellar nail, they placed the nail on the jig. The nail initially lined up when placed on the jig; once the bolt was tightened it slightly rotated the nail which then caused the jig to not line up. Surgeon states that when he tightened the bolt down the nail rotated slightly off and the trocars slightly missed the hole. It may be the peek is to proud. Also, when this happened the surgeon took the nail off the jig and tried using another tibia nail jig from a second tray at the account which also slightly rotated again. The surgeon placed a drill through the distal hole to hold the nail straight when tightening which seemed to then cause the peek to compress. Ultimately the nail would not pass the ball tip guide wire and a new nail was opened. This nail also rotated on the jig. The procedure was completed successfully with no surgical delay. This report is for one unk - nails this report is 3 of 3 for (B)(4).